Event description:
It was reported that during a sagittal split surgical procedure, the blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the surgery was delayed by ten mins to obtain a replacement burr and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this event was returned to the MFR for eval. It was visually confirmed that the blade broke at the join between the blade and the shank. The returned blade was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The label for the blade has a warning which indicates "do not use excessive force". The investigation results indicate that the user may have contributed to this event; however this can not be confirmed. The root cause is undetermined.